Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist walked the customer through verifying that the item identity (ID) in the profile was not assigned to the cabinet and that the expiration date or time for the rejected rx verify request had not yet been reached. Guided the customer to approve the rejected request for the medication in medbank myqlink (mql) rx verify. Confirmed in the cubex app that patient order list screen that the validation code status was approved. Informed the customer, and the customer confirmed she was able to issue the item. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue oxycodone. The validation code request had been rejected by the pharmacy because no prescription was on file. Although the pharmacy later sent the prescription, the validation code status remained rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.